Manufacturer narrative:
The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and mild tortuosity. The 4.0x38 mm xience xpedition stent was implanted and a distal edge dissection was noted. A 4.0x15 mm xience xpedition stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.